Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix mesh (device #1) may have caused or contributed to the reported event. The patient's attorney alleges unspecified injuries; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix mesh (device #1). There is no allegation related to the bard/davol phasix. Device evaluated by MFR: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix mesh (device #1) on (B)(6) 2003. It was alleged that the patient underwent surgery for implant of an unspecified bard/davol phasix mesh on (B)(6) 2016. As reported, the patient is only making a claim for an adverse patient outcome against the composix mesh (device #1). It is alleged by patient¿s attorney that the patient had unspecified injuries. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."